Event description:
It was reported that during a follow-up, the device was found in hardware vvi reset mode. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The reported field event of hardware vvi was confirmed in the laboratory. Review of the device image indicated the cause of the hardware vvi was a power-on reset due to battery depletion from multiple high voltage therapies.